Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The sensor board was returned to the manufacturer's product investigation laboratory for further investigation. During the evaluation of the component at the manufacturer's product investigation laboratory, the device failed steps during testing. The test failures were due to contamination.